Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the activity log observed when the user turned on pacer mode, the device prompted an ECG lead-off message. ECG lead off is an expected prompt if 1 or more leads are not properly connected or making contact to the patient. Per the r-series operator's guide, the r-series does not need any ECG electrode cable connected if the user when using onestep pacing electrodes or onestep complete electrodes along with a onestep pacing cable. The onestep pacing cable must be connected to both the mfc and ECG connectors of the r series unit. But if a user connected the onestep mfc cable for pacing, they also need to connect the ECG electrode to capture the pacing. Additionally, if the p-leads are not making proper contact with the patient, the ECG signal may not be obtained or lost. R-series do not capture ECG signals through pads in pace mode, ECG leads/p-leads are a must to capture ECG signals from patients in pace mode. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's pacing did not work as expected. This is all the information available at this time. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.